Event description:
It was reported that the patients right ventricular (rv) lead exhibited high/undefined impedance level, unstable thresholds, no capture and lead fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.